Event description:
User alleges that they had patient involvement on two incidents, both were during a percutaneous kidney stone removal. The first patient had too much fluid in their abdomen and the second case the information was not available.

Manufacturer narrative:
H.3, h.6: conclusion - the unit was tested by the bio-medical department at the facility after both incidents and reported no problems with the unit. We have requested additional information from the facility concerning this event. If the information is received other than what is reported; then, a follow up report will be filed.